Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced high blood glucose level. The customer's blood glucose level was 405 mg/dl at the time. The customer also reported that he received motor error. He was assisted in troubleshooting and it was reported that he was able to clear the alarm successfully and able to complete that insulin pump rewind. The customer's other blood glucose level was 200 mg/dl. The customer declined troubleshooting for high blood glucose. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.